Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that during the procedure, carbon dioxide leakage was detected from the upper seal of the 511s trocar (from a tk11m kit). Both the surgeon and or team claimed nothing special happened, although several instruments were passed through the trocar during the case. The carbon dioxide leakage was disturbing the procedure.